Manufacturer narrative:
Batch review performed on 12 september 2025. Lot 2303764: (B)(4) items manufactured and released on 12-jul-2023. Expiration date: 26-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in due to instability with the cause unknown. The surgeon determined it was a patella bone tracking issue. About 1 year and 5 months after the primary surgery, the surgeon revised the femur, stem, wedges, and tibial insert. The surgery was successfully completed. The surgeon revised these components to change the position of the femur, externally rotating it and moving it posteriorly.